Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported "check vent: alarm light emitting diode (led) failed" alarm occurred. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:30mar2021. B4:07apr2021. A power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the alarm (red) led detached from the trace not making contact on the power switch overlay causing the error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. Error code consistent with check vent: alarm light emitting diode (led) failed occurred in the repair center and occurrence record of the alarm was also confirmed in the drpt (diagnostic log). The power switch overlay was replaced to resolve the reported issue. No other abnormality was confirmed. The following parts were replaced for periodic maintenance: oxygen inlet filter, air inlet filter, cooling fan filter, blower assy., lithium-ion battery, cooling fan and tubing kit. Unit was checked overall, cleaned, run in tests and functionally tested. Confirmed the software version is 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.